Manufacturer narrative:
The reported event that the device interface was loose was confirmed by the product technician. During the investigation, it was found that the interface of the tracker was loose and that the cap was also loose. The tracker is unable to be repaired and will not be returned to the customer.

Event description:
It was reported that the interface of the ngenius universal tracker was found to be loose during a spine procedure. The case was completed successfully using a backup device and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the interface of the ngenius universal tracker was found to be loose during a spine procedure. The case was completed successfully using a backup device and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.